Event description:
Customer called to get help with glucose meter. On further discussions it was discovered that the calibration strip read out of range. The device was replaced and the defective one was returned for further investigation.